Event description:
It was reported that the patient presented with myelopathy subsequent to an mva, and found to have a large midline disc herniation at c4-c5. The patient was aggressively managed non-surgically and continued to demonstrate gait difficulty with tandem walking and joint position sense deficit. At an unknown date prior to surgery, an MRI demonstrated a soft midline disc herniation at c4-c5 with complete obliteration of the ventral subarachnoid space and effacement of the ventral spinal cord. On (B)(6) 2007, the patient underwent an anterior discectomy with decompression of the c4-c5 spinal cord; anterior cervical fusion c4-c5 using peek and bmp; and anterior cervical plate fixation using an atlantis fully constrained construct with 13mm screws. No complications were noted. A discharged date was not noted. On (B)(6) 2008, the patient presented for a 5 week follow up visit without any complaints. (B)(6) 2008, the patient presented with complaints of hair loss and mild ridging of her nails and ¿done some intermittent research to determine her ailment is telogen effluvium¿. The patient reported ¿having laser performed on the incision and stated she had significant improvement in her dysphagia subsequent to this.¿ radiographic studies noted ¿restoration of intervertebral c4-c5 height and early intervertebral bone formation but not yet a solid arthrodesis¿. The patient was to follow up in 3 months for repeat radiographic evaluation. On (B)(6) 2008, the patient presented with complaints of some mild dysphagia. Patient was referred to speech therapy for a swallowing evaluation. At an unknown date, barium swallow revealed a fusion of her spine with no aspiration or reflux noted. On (B)(6) 2009, the patient presented with hoarseness and cough as well as difficulty swallowing, ¿feels pressure in her throat when leans forward, and feels she can¿t breathe¿. The patient also complained of weakness/numbness in both arms when she sleeps on either side. The patient was to follow up with a neurosurgeon. A c-spine MRI was ordered. The patient was diagnosed with dysphagia and hoarseness/voice disturbance. (B)(6) 2009 cervical spine series revealed ¿good alignment; stable right-sided cervical rib; small osteophytes can be seen in the anterior margins of c3, c5, c6, and c7; prevertebral soft tissues are within normal limits; and there is a well corticated density just inferior to the anterior arch of c1 which projects just anterior to the odontoid process.¿ on (B)(6) 2009, MRI of the cervical spine without IV contrast. Revealed ¿postoperative changes of an anterior cervical discectomy and fusion without spinal canal or neural foraminal stenosis. C3-c4 did show disc osteophyte complex with bilateral uncovertebral hypertrophy with no definite disc herniation, spinal canal or neural foraminal stenosis.¿ on (B)(6) 2009 CT cervical spine scan without contrast demonstrated instrumentation associated with acdf at c4-c5, discectomy device appears ossified without surrounding radiolucency with is consistent with an appearance of fusion, non-specific small atlantodental region calcification/ossification consistent with degenerative change, and cervical rib on right and elongated spinous process on the left at c7, anatomic variants. On (B)(6) 2009, the patient presented with complaints of continued difficulty swallowing which were unchanged from the last office visit. The physician gave the patient an option of continued non-operative treatment versus removal of the atlantis plate at c4-c5 and exploration of the fusion mass. The patient wished to proceed with plate removal. On (B)(6) 2009, at (B)(6) and health services, the patient underwent removal of anterior atlantis plate c4-c5 and exploration and fusion mass at c4-c5 from a left sided approach. The preoperative diagnosis was dysphagia, status post anterior cervical discectomy and fusion with instrumentation using atlantis plate, c4-c5, possible pseudoarthrosis. Postoperative diagnosis was solid arthrodesis c4-c5. No complications were noted. The patient was discharged on (B)(6) 2009. Spine x-ray indicated prior cervical fusion with interbody graft at c4-c5, vertebral body screw removal, and mild anterior spondylosis. On (B)(6) 2012, c-spine x-ray was noted to be ordered for trauma and pain, and showed no evidence of acute fracture or instability, stable post-surgical changes at c4-c5, and some mild anterior osteophyte formation from c3 to c7.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.